Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, shroud is cracked due to customer almost fell out of his seat, he was going up his ramp. This incident caused the screws in the seat post to break, which were replaced by the dealer. Daughter of the user, stated that when her father crossed the threshold of the doorway to the house the seat became unattached to the seat post. It appears that there were only 2 screws attaching the seat to the post when there should have been 4 one of the bolts bent from the fall. The patient is a stroke victim has speech impediment and the right arm is affected by the stroke. Not enough strength to help himself up had to get help from neighbor